Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that patient saw a low patient programmer (pp) battery icon, patient changed the pp batteries and suddenly felt a shocking sensation, side of mouth drooping and right arm tremors. Patient went to hospital was currently in emergency room (ER). It was reported that all the symptoms had resolved except for the right side tremor. It was reported that the patient had seen the doctor yesterday, patient is usually set at 3.7v, but when patient checked the setting, one side says 4.70v and the other side 2.20v. The caller did not know which side of the ins states which voltage. It was noted that when patient attempted to communicate with the pp, it stated- device not supported. It was reviewed for the caller to take out the aaa batteries but it was noted that the pp had thunder bolt magnum heavy duty. It was suggested for the caller to remove those aa batteries and use aa alkaline (B)(6). Caller reported that changing out the pp batteries, the pp is now working. Pp was working after using proper aaa batteries. The caller checked the ins, and left side: off, ok 4.7v right side: on, ok 2.2v stimulation was turned on the left side, and patient reported that tremor was much better. Patient reports the left side is kept off during the night. It was suggested for patient to follow up with the managing physician. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of sudden shocking sensation was human error and stupidity. Patient also noted that the tremors had been resolved. No further patient complications were reported/ anticipated as a result of this event.